Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 200 mg/dl. The customer stated that a button might have been possibly held for more than three minutes. After clearing the alarm, the down button was acting as if it was being held down; the cursor went to the bottom of the screen. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).